Event description:
Nurse reported discrepant meter results for 13 patient compared to the lab. On (B)(6) 2010 results, patient1: inratio: 4.5, lab: 3.24 (patient target range = 2.0-3.0). On (B)(6) 2010 results, patient2: inratio: 1.5, lab: 1.47. Patient3: 2.4, 2.22. Patient4: 2.7, 2.18. Patient5: 3.1, 2.66. Patient6: 3.7, 3.09. Patient7: 1.8, 1.47. Patient8: 2.2, 1.97. Patient9: 2.5, 2.35. Patient10: 4.7, 3.75. Patient11: 1.4, 2.08. Patient12: 2.2, 1.54. Patient13: 4.5, 3.89.

Manufacturer narrative:
Investigation pending.